Event description:
The customer reported that their display is flickering and powering off. There was no report of any patient harm as a result of the reported event. Note 1 for block a: the customer did not provide any patient information.

Manufacturer narrative:
The customer elected not to return the display to welch allyn. The customer's biomed independently evaluated the display on site and confirmed the failure. The acuity display is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure.